Manufacturer narrative:
Section other # field is populated with the UDI number. Expiration date: ni additional suspect medical device component involved in the event: model # sc-110-02 serial # (B)(4), description: precision implantable pulse generator.

Event description:
A report was received that after charging the ipg for five hours the patient felt the area get very hot and red. The physician assessed that the patient developed a second degree skin burn at the ipg site. The patient was prescribed furacin and an antibiotic, and she was education on utilizing the charger. The physician assessed that the burn was okay.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-1110-02 serial/lot: (B)(4) description: precision implantable pulse generator it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after charging the ipg for five hours the patient felt the area get very hot and red. The physician assessed that the patient developed a second degree skin burn at the ipg site. The patient was prescribed furacin and an antibiotic, and she was education on utilizing the charger. The physician assessed that the burn was okay.